Manufacturer narrative:
Despite multiple attempts to obtain additional info, no additional info has been received by bausch + lomb to date. A lens was returned for evaluation. Optical microscopy images showed a haze on the lens surface. The 40x magnification showed small particles which are from handling of the material and are not actual deposits. Scanning electron microscope (sem) micrographs observed no significant deposits on the surface of the lens. Sem and energy dispersive spectroscopy (eds) analysis found no evidence of calcium or phosphorus on the surface or cross-sectional edge of the lens. In addition, the lens underwent hexane extraction to look for any chemical species that may be extracted from the lens. The hexane extraction analysis was performed using gc/ms. The results were consistent with expected extractables from the lens material. The extraction analysis also identified the presence of prospray (the disinfectant that was used to decontaminate the lens), and a substance similar to lidocaine. Overall, there was no significant finding of calcification or chemical deposits observed on the lens. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the current info, the specific root cause of the event could not be determined.

Event description:
It was reported that the intraocular lens opacified 7 days post lens implant. Additional info has been requested but has not been received.